Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device dumped the precharge shock prematurely. This issue has the potential to either delay, or prevent, defibrillation from being delivered. This issue is patient related; however there was no adverse patient outcome reported.

Event description:
The customer contacted stryker to report that their device dumped the precharge shock prematurely. This issue has the potential to either delay, or prevent, defibrillation from being delivered. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
The device has not been returned to stryker for evaluation. The reported issue could not be verified and the cause of the reported issue could not be determined.